Event description:
The pt was burned on the corner of the mouth and the upper lip from a split in the insulation of the electrode where it plugs into the pencil. A local was injected into the burn following the procedure.